Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were messages being sent to medbank from a framework that did not contain patient information. A technical support specialist confirmed that the customer was able to restart the framework health level 7 service to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that the pyxis medbank es system patient's profile was not accessible on the cabinet, preventing the user from removing medication for a patient. The customer stated that they added a temporary profile at the cabinet, and they were having issues with multiple patients and profiles not showing on the cabinet. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.